Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged particles in device and airway, dirty filters. Patient also states that his filters have black soot on them and he has had black soot on his nose when he has woken up. No serious patient harm or injury reported. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient had alleged particles in the device and airway and dirty filters. The patient also stated that his filters have black soot on them, and he had had black soot on his nose when he woke up. No serious patient harm or injury was reported. The manufacturer previously filed MDR 2518422-2023-35646 under the recall number z-1974-2021. Please note, MDR 2518422-2023-35646 should not have been filed under the recall as this device was a remediated dreamstation auto CPAP device which has silicone foam and does not fall under the scope of the recall. The device was returned to the manufacturer for evaluation. The product investigation lab initiated therapy with the device and verified airflow, using the lab supplied power supply and ac power cord. The lab observed the following: white dust-like contamination on and in blower motor. Black unknown contamination in air inlet of blower box. White dust-like contamination in the iso port (international organization for standardization). There was a piece of white foam hanging from the main white foam inside blower box compartment. The lab observed 2 errors: error# 130 (err_task_wdog_timeout) which is a reboot error. A task did not reload its watchdog timer before the watchdog timer expired. The task may have been deadlocked, starved, in an infinite loop or in some other state that prevented it from reloading its watchdog timer. Error# 53 (err_comp_log_sem_timeout) which is a continue level error. A compliance log/error log/event log mutex semaphore has been held by a client for 2/1/2 seconds respectively, without releasing it. The rasp client is exempt from generating this error, since the modem may reset or be removed during logging. In this case, the semaphore is simply released. The product investigation lab was not able to confirm the complaint or address the symptoms specified. The device was scrapped. The manufacturer previously reported the device problem code as c62970. The manufacturer has updated the device problem code to c63222 in this report. Section h has been updated in this report.